Manufacturer narrative:
The unit is pending investigation.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that a n-395 unit provided a constant 100% saturation reading on himself.